Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of the incident was over 600 mg/dl. The customer's current blood glucose level was 445 mg/dl. The customer had symptoms of vomiting, nausea, and was tired. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The customer will be sent a tubing clamp. They were advised to call back when they receive the tubing clamp to perform the no delivery test. The device will not be returned for analysis.